Event description:
It was reported that during implant, pacing was not observed when the atrial lead was connected to the pulse generator. The lead helix was also extended, therefore, the generator and lead were explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: analysis was normal. No anomaly was found.